Manufacturer narrative:
Internal file number (B)(4). Correction: remove statement - the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: hyperion 6fr jl 3.5. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in a moderately tortuous, heavily calcified, 90% stenosed, obtuse marginal branch of the circumflex artery. After pre-dilatation, the 2.75 x 18 mm xience sierra stent delivery system (sds) failed to cross. During removal anatomical resistance was met; the sds was removed and a different unspecified device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.